Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 79 (non recoverable system error) after replacing the tank harness as recommended ((B)(4)). They called back and stated that they had wrong connections and after connecting the tank harness properly the device passed calibration and no alarms were given. Per follow up information via phone email on 14may2024, customer states that they replaced the tank harness connected it properly, the issue was resolved. The device has been returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 79 (non recoverable system error) after replacing the tank harness as recommended (B)(4). They called back and stated that they had wrong connections and after connecting the tank harness properly the device passed calibration and no alarms were given. Per follow up information via phone email on 14may2024, customer states that they replaced the tank harness connected it properly, the issue was resolved. The device has been returned to service.